Manufacturer narrative:
The initial MDR 2432235-2016-00682 was filed on november 4, 2016. Additional information (10/13/2016): a siemens field service engineer (fse) performed checks for probe alignments, wash manifold liquid delivery and aspiration, acid and base dispense volume and alignment, and integrity of tubing, which passed. The cse ran system diagnostics, which passed without issue. No mechanical failures or issues were found. The cause of the discordant, falsely elevated cardiac troponin I (tni-ultra) result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse performed a total service call. Siemens is investigating the issue.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur xpt instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.